Event description:
The pt was revised because of loosening of the femoral component and osteolysis. It was noted the pt fell.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of th results of this investigation once it has been completed.